Event description:
It was reported that the patient came to the office check with elevated rv (right ventricular) thresholds. The right ventricular (rv) lead was found to be dislodged. The rv lead was repositioned and remains in use. It was also reported that during the rv lead repositioning the atrial lead became dislodged. The atrial lead was also repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead - (B)(6) 2012. (B)(4).